Manufacturer narrative:
External insulation abrasion was noted at 7.2-8.0cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was explanted and replaced due to unspecified issue. No further information available